Manufacturer narrative:
Date of report: 28sep2021.

Event description:
It was reported that the ventilator had a low leak co2 rebreathing risk alarm while in use. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event. The customer troubleshot with technical support and confirmed the issue. The customer was advised to perform performance verification testing and replace the flow sensor.

Manufacturer narrative:
The customer was provided with a quote for service. Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful.